Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, it was determined that patients on this unit were not populating to the cabinet's patient due to a device unit access issue. A technical support specialist assisted the customer with the device unit access issue. The customer was able to resolve the issue, and the system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that bd pyxis¿ es server patient data was not populated. The customer stated that the malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.